Event description:
It was reported that the up arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): the up and ok keys intermittently respond and require excessive force to activate. The keypad is fully intact, with no peeling or damage observed. The keypad was removed for investigation - the up key contact had inverted contacts (misaligned key contact) and there was visible contamination under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.